Manufacturer narrative:
Additional information: device available for eval changed from: yes to: no added codes 3331 and 4109. Complaint #: (B)(4), record #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy an ¿iab disconnected ¿ alarm was generated repeatedly. The customer confirmed all connections were secure, correct size extension tubing on the balloon and no leaks were noted. The console was changed and there were no alarms for 6 hours, however the alarm did reoccur. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy an ¿iab disconnected ¿ alarm was generated repeatedly. The customer confirmed all connections were secure, correct size extension tubing on the balloon and no leaks were noted. The console was changed and there were no alarms for 6 hours, however the alarm did reoccur. There was no reported injury to the patient.